Manufacturer narrative:
A field service engineer (fse) was dispatched to the site. The fse examined the ventilator and downloaded its logs. All the connections were found with no problem. The internal inspection of the ventilator also found everything in order. The original patient circuit that was used at the time of the event was unavailable and was not examined. The fse found blood contamination on the expiratory cassette, its membrane, and the inside parts behind the membrane. The expiratory cassette was cleaned and its membrane was replaced because of the contamination. The ventilator passed the pre-use check where-after the ventilator was function-tested on a test lung for 15 hours with no problems. The ventilator was returned to service. The investigation is still ongoing. Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
The narrative from the hospital stated that while the ventilator was connected to a patient, the patient coded many times with bloody secretions from the et tube. The situation was for 2 hours. At the end of the code after bagging the patient, the ventilator showed an expiratory cassette error. The expiratory filter between the expiratory tubing (from the patient) and the expiratory cassette was replaced. The ventilator was reconnected back to the patient. The ventilator showed a leak although everything was connected after replacement of the expiratory filter. At that time the patient was pronounced dead. (B)(4).

Manufacturer narrative:
No parts were replaced but the ventilator's logs were received. The evaluation of logs confirms the occurrence of the alarm technical error in expiratory cassette error and the leakage afterwards indicated by the alarm "check tubing". Prior to this alarm there were no other technical alarms to indicate a ventilation malfunction. The testing of the ventilator after the event found it functioning normally. A technical alarm in the expiratory cassette does not affect ventilation. The leakage that followed was after the exchange of the expiratory filter which implies that it was induced by this action and was observed immediately. The occurrence of these alarms can therefore not be determined as contributory to the patient's bleeding that was prior to the alarm or the death afterwards. (B)(4).

Event description:
(B)(4).